Event description:
It was reported by the rep that the (1) tx30v was used during a wound resection procedure. It was reported that the device would not staple. There was a hemorrhage of 500 ml. Affiliate is still awaiting further info. The case was completed with a manual suture.